Manufacturer narrative:
Device evaluation: product testing was not performed since the product was not return for evaluation. According to the initial report the product is not available for investigation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted, give date: not applicable, the lens was not implanted, removed and replaced in the same procedure. If explanted, give date: not applicable, the lens was not implanted, removed and replaced in the same procedure. Phone: (B)(6). Initial reporter also sent report to FDA? Unknown/not provided. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Following the perforation of the patient's capsule, the surgeon attempted to insert lens, but did not succeed. The lens was partially delivered. The surgeon had to remove the lens and implant another one. A vitrectomy was performed. It is unknown if the incision was enlarged and if sutures were required but there was no delay in the procedure, no medication prescribed. Patient fully recovered. The device is not available for return. No further information has been provided to johnson & johnson vision